Manufacturer narrative:
According to the distributor, (B)(4) at (B)(4), the complainant reported, "...insulin injected before dinner. The test was done and the gluc-o-meter throw a value of 170 mg/dl (she injects insulin again) and then experiences 'night sweats' therefore she makes the test again and the value is 70 mg/dl. She says, "... The gluc-o-meter never throws estables values..." She says, "...she is on diet because of high cholesterol and a cancer patient..." The reporter was not able to provide any further information regarding the reported event. Visual as well as chemical evaluation (by testing with control solution) of the returned glucose test strips revealed the strips to be compromised. The root cause could not be conclusively identified. A potential contributory root cause may be related to exposure of the test strips to extremes in temperature contrary to the storage and handling as indicated in label copy (IFU/package insert) this is further supported by the results of the retain strip testing which indicates the performance of the retain strips are within product specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.

Event description:
The complianant experienced 'night sweats' after administering addtional insulin.